Manufacturer narrative:
Genicon is issuing an fsca to aid current users of the devices. This incident accounts for one unit in over 100,000 sold. Initial investigation appears to be user error as genicon could not replicate the failure without misusing the device.

Event description:
From incident report: loss of part of the trocar when re-installing an instrument. No patient consequence. Foreign body to recover.